Event description:
It was reported the monitor experienced the video image goes blank on both monitors when a monitor is moved during procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.